Event description:
It was reported that during priming in the pre-use check, leakage of circulating water was observed. No additional information is able to be given form this complaint.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. After visual inspection was performed to sample unit, no marks or stains were observed on tube surface, neither on reflux connector or swivel connector, however it was visible like a white stain in connection. The root cause of the reported issue was found to be lack of solvent in connection. Actions were taken to mitigate the reported issue: covers solvent dispensers replacement were implemented.